Event description:
A trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed system leak verification: pressure drop over 10s during the system set-up. The technician recommended replacing the trilogy evo 3-way solenoid and proportional valve (aecm) to address the issue. The fco follow-up repair will be handled by a philips authorized third party service center. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed system leak verification: pressure drop over 10s during the system set-up. The technician recommended replacing the trilogy evo 3-way solenoid and proportional valve (aecm) to address the issue. The fco follow-up repair will be handled by a philips authorized third party service center. A supplement report will be filed if additional information becomes available. New /additional information: diagnostic testing was performed by a service engineer, and the event logs were pulled and reviewed. There were no critical errors, failures, check vent, inoperative codes present. The diagnostic tests fio2 and pneumatics ran successfully. The diagnostic test system was setup ran and failed the system leak verification with the pressure drop being over 10s. In conclusion the evo tubing-low flow o2 and tubing blower chassis were replaced to address the issue. The diagnostic tests ran again successfully. The unit was cleared for service. The suspected parts (tubing low flow o2 and tubing blower chassis) were received at the manufacturer product investigation lab for further testing of a failure. A follow up report will be filed if additional information is received.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed system leak verification: pressure drop over 10s during the system set-up. The technician recommended replacing the trilogy evo 3-way solenoid and proportional valve (aecm) to address the issue. The fco follow-up repair will be handled by a philips authorized third party service center. A supplement report will be filed if additional information becomes available. Additional: diagnostic testing was performed by a service engineer, and the event logs were pulled and reviewed. There were no critical errors, failures, check vent, inoperative codes present. The diagnostic tests fio2 and pneumatics ran successfully. The diagnostic test system was setup ran and failed the system leak verification with the pressure drop being over 10s. In conclusion the evo tubing-low flow o2 and tubing blower chassis were replaced to address the issue. The diagnostic tests ran again successfully. The unit was cleared for service. The suspected parts (tubing low flow o2 and tubing blower chassis) were received at the manufacturer product investigation lab for further testing of a failure. A follow up report will be filed if additional information is received. New /additional information: the blower chassis tubing and low flow o2 tubing was returned to riql for the failure of leak verification. The blower chassis tubing and low flow o2 tubing would only fail due to physical damage or clogging due to contamination. No further investigation of the blower chassis tubing and low flow o2 tubing is required at this time.